Event description:
It was reported that during a da vinci s myomectomy procedure and upon removing the permanent cautery spatula instrument from use, a plastic piece from the distal end of the instrument was found to be missing. The piece was not observed to have fallen in the patient nor observed to be in the patient. The site indicated that the instrument had been working prior to its removal and stated that the procedure was converted to traditional open surgical techniques due to the patient's anatomy. As of april 1, 2010, there have been no reports of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.